Event description:
At a normal six-month follow-up visit, an angiogram revealed a stent fracture of one of the stents. The pt is a male. The index procedure took place in 2002. The target lesion was the right mid and distal superficial femoral artery (sfa). The vessel was straight, de novo, calcified, and eccentric. There was no thrombus present at the delivery site. The lesion was covering side branches. The rate of stenosis was 99%. The reference vessel diameter was 5mm and the length of the lesion was 90mm. The lesion was pre-dilated with a 4mm x 40mm balloon (boston). Two stents were placed at the lesion. There was no difficulty placing the stents. It is unk if the stents were post-dilated. There was no residual stenosis following placement. The procedure was successful. There was no injury to the pt. The pt returned for a routine six-month f/u visit and it was detected that there was a fracture of one of the stents. There was no treatment given. The stent remains in the pt. There has been no change in the pt's condition.

Manufacturer narrative:
This study pt underwent sfa (superficial femoral artery) stent implantation and subsequently experienced stent fracture. The pt is a male. The target lesion was the right mid and distal superficial femoral artery (sfa). The vessel was straight, de novo, calcified, and eccentric. There was no thrombus present at the delivery site. The lesion was covering side branches. The rate of stenosis was 99%. The reference vessel diameter was 5mm and the length of the lesion was 90mm. The lesion was pre-dilated. Two stents were placed at the lesion. There was no difficulty placing the stents. It is unk if the stents were post-dilated. There was no residual stenosis following placement. The procedure was successful. There was no injury to the pt. The pt returned for a routine six-month follow-up visit and it was detected that there was a fracture of one of the stents. There was no treatment given. The stent remains implanted thus unavailable for analysis. The product was not returned for eval and testing. A lot history review indicated that this is the first report of this type received for this sterile lot number to date. A review of route sheet documentation was performed for this product. A full mfg traceability was conducted; this review found no association between mfg / processing history and the reported stent fractures. The exact cause for the reported stent fracture was found to be fatigue-related. This fatigue-related failure is uniquely associated with sfa and popliteal regions only. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that stent fractures occurred in cases of multiple stents and overlap related to an abdominal stress area that is created. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. Please note that this medwatch report represents one of two products with the same catalog and lot numbers used in the same procedure.